Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2014 with the following findings: review of the pump history revealed an empty cartridge alarm recorded on (B)(6) 2014 at 12:11 am. The black box data revealed the insulin cartridge volume was 0 (zero) at the time of the empty cartridge alarm. On investigation, the pump was exercised until an empty cartridge alarm occurred. The pump gave the expected audible and visual ¿empty cartridge no delivery¿ alarm. The cartridge was removed from the pump with visual confirmation of 0 (zero) units remaining. The empty cartridge alarm was accurately recorded in the pump history. Investigation determined the empty cartridge alarm (144) was functioning properly. Investigation did not duplicate the alleged issue and the pump was found to be operating within the required specifications without malfunction.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue alarm "144". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.